Event description:
Biomedical tech reported a pump was programmed to deliver diltiazem at 5 mg/hr (rate 125 ml/hr). The nurse returned to room at approx 16:25 est and then noticed that the IV bag was empty. The pump indicated 3 cc's had delivered at that time. There was no pt injury and no intervention required. Pump failed biomed's flow rate test confirming the nurse's report.

Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.